Event description:
It was reported that the device had recently been mode switched and now the device was not mode switching for atrial flutter. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.